Event description:
(B)(4): serf 39-2023 patient was revised due to dislocation. Surgical delay unknown.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.